Manufacturer narrative:
The clinical observations were confirmed through laboratory analysis as the setscrew was stuck in the up retracted position against the retaining washer, and the force required to loosen the setscrew was greater than the force that would be exerted by the torque wrench packaged with this device. The instructions for use (IFU) provides additional instructions on how to loosen stuck setscrews if they occur during procedures and reminds users not to back the setscrew out against the backstop. Upon receipt at our post market quality assurance laboratory, the device was received with the header separated from the case and the header broken into two pieces. The device case was dented and had a puncture hole. Due to the damage, no interrogation of the device was possible and no electrical testing could be performed. Inspection of the header pieces did not reveal any sort of build-up, foreign material, or obstruction in the lead barrel, although the pieces had been cleaned during the decontamination process. It would be possible that a build-up was present before the decontamination was done, but this was not confirmed.

Event description:
It was reported that during a routine change out procedure, the non-torque wrench broke off in the setscrew. The wrench tip was retrieved. It was suspected the setscrew was stuck. Mineral oil was also tried to help free the electrode from the device header. After consulting with technical services, the header of the device was broken from the case and with additional manipulation, the electrode terminal pin was successfully removed from the header. It was then determined that the setscrew was actually loosened and over-torqued in the up position, and the electrode was likely stuck in the header due to some type of build-up. The new device was connected to the existing electrode, with good sensing in all vectors and a normal shock impedance measurement observed. The new device selected the secondary vector, which was the same as what the previous device was set to. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was received with the header separated from the case and the header broken into two pieces. The device case was dented and had a puncture hole. Due to the damage, no interrogation of the device was possible and no electrical testing could be performed. Inspection of the header pieces did not reveal any sort of build-up, foreign material, or obstruction in the lead barrel, although the pieces had been cleaned during the decontamination process. It would be possible that a build-up was present before the decontamination was done, but this was not confirmed.

Event description:
Boston scientific received information that during a routine change out procedure, the non-torque wrench broke off in the setscrew. The wrench tip was retrieved. It was suspected the setscrew was stuck. Mineral oil was also tried to help free the electrode from the device header. After consulting with technical services, the header of the device was broken from the case and with additional manipulation, the electrode terminal pin was successfully removed from the header. It was then determined that the setscrew was actually loosened and over-torqued in the up position, and the electrode was likely stuck in the header due to some type of build-up. The new device was connected to the existing electrode, with good sensing in all vectors and a normal shock impedance measurement observed. The new device selected the secondary vector, which was the same as what the previous device was set to. No adverse patient effects were reported.